Manufacturer narrative:
Additional information was received that nothing unusual happened during the procedure that may have contributed to infection.

Event description:
A report was received that the patient had an infection at the ipg and lead site. Symptoms were swollen, warm, and drainage at the site. The physician believed that the infection was not device related and the cause was unknown. The patient underwent an explant procedure and was placed on antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316 lot #: 20339946 description: next generation anchor kit-sterile; model #: sc-8352-50 serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg and lead site. Symptoms were swollen, warm, and drainage at the site. The physician believed that the infection was not device related and the cause was unknown. The patient underwent an explant procedure and was placed on antibiotics.